Event description:
Reported due to surgical procedure. In 2005, an interventional procedure was performed, and the patient was closed with a perclose a-t (closer ak) device. The patient experienced "some ecchymosis and a possible hematoma" after the procedure. The following month, the patient returned for another interventional procedure, and the access site was described as being "slightly below the previous (puncture) site and looked a little aneurysmal." A perclose a-t device was used to close the patient. The snared knot pusher accessory was used to push the knot down to the artery. However, when the knot pusher was retrieved from the groin, the knot and a piece of "tissue" were pulled out with the device. Hemostasis was achieved with manual compression and a femostop. The tissue was sent to the pathology lab and was said to be "arterial." Surgery was "considered" and the patient was taken to their room. The patient later went to surgery but the exact surgical procedure is unknown. The patient's hospitalization was extended for an unspecified duration. Although requested, no additional patient information was provided.

Event description:
After surgery to repair the artery, there was "substantial bleeding in the urinary tract which required the services of a urologist."